Event description:
On (B)(6) 2024, an arthrex subsidiary employee reported via email that an ar-4501 meniscal cinch ii did not deploy the second anchor. The button would not slide, and it jumped out of position. After the button was placed back in its original position, it stuck halfway, made a grinding noise, and the anchor was stuck at the tip of the delivery needle. This was discovered during a knee arthroscopy procedure on (B)(6) 2024. The case was completed using another product.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 7/15/2024: the first anchor was removed from inside the patient, and the case was completed using another ar-4501 meniscal cinch ii. The case was delayed about five minutes and the anesthesiologist did not say that anesthesia was administered for the extended time.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed by photo-2024-06-25-22-38-54.jpg, which displays the device's damage. Evaluation of the customer's photograph of an alleged ar-4501 meniscal cinch¿ ii attached to the complaint: the pushrod was bent inside the handle, an indication of excessive force and incorrect deploying technique. Based on the information provided, the most likely cause of the reported failure is a user error. Per dfu-0156-eo g-precautions - 4. Particular attention should be paid to excessive manually applied forces when deploying the device to avoid over-deployment. 6. Excessive movement of the device between deploying implant #1 and implant #2 can disrupt the deployment mechanism. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being applied upon insertion."